Manufacturer narrative:
One imp,tsv,6.0,11.5,mtx,mg (tsvt6b11) was returned for investigation. Visual inspection of the as returned product identified signs of wear due to usage around the external threads, micro grooves and the platform. There is presence of dried blood and bone residue around the external threads and the vent. The implant had no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was measured with calipers (cal1831 cal due: (B)(6), 2020) and was verified to match specifications per pd-tsvt6b11 rev a. A pre-existing condition noted on the per was allograft site. Additionally, the patient had moderate (type ii) bone density. The reported device was located on tooth # 30 and was implanted for 9 months. The customer did not provide pictures or x-ray images of the reported bone loss. DHR review was completed for the subject lot number (62162022). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62162022) for similar event and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (bone loss) or device (tsvt6b11). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant (tsvt6b11) was removed due to bone loss at tooth location 30. Site was bone grafted.